Event description:
This is a 29 year old patient who had placed meme implants because her previous implants had been replaced because of contractures. In 1985 she bega developing chronic fatigue symptoms. In 1989 she developed arthralgias of the shoulder, fingers, hips and kness. She had occasional night sweats, dry mouth and eyes. The patient has a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were wrinkled but intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.